Manufacturer narrative:
Patient information not available per the initial reporter. When connected to known good system, the I/o hub and power supply performed as expected. In an extended run the system did not cycle or display the reported black status issue. No problem found with the returned devices. The parts were replaced and the system checkout showed no anomalies.

Event description:
A site representative reported no power to surgeon monitor and instruments displaying disconnected. The site brought in an additional stealthstation s7 for the case. The patient was on the table but they had the other system up and running prior to the surgeon needing the stealth. The procedure continued as planned, with no delay to the case. There was no impact on the patient outcome.